Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the cooling fan filter. The blocked filter was causing the monitor to overheat and distort images. System operates as intended.